Manufacturer narrative:
The insulin pump passed the functional test including displacement, prime/compromised force sensor system, basic occlusion, occlusion, and no delivery tests. There was no prime/fill anomaly noted. The insulin pump had a broken reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had breakfast and her blood glucose was running high. Customer's blood glucose was 475 mg/dl. Customer looked at her reservoir and she saw tiny bubbles in the reservoirs and tubing. Customer stated that the air bubbles are bigger than champagne bubbles. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the insulin was not stored at room temperature. Customer was advised to change the infusion set. Customer stated that the insulin was squirting out during the manual prime process. Customer's blood glucose was 88 mg/dl. Customer was advised to revert to a back-up plan and discontinue use of the pump. Customer was advised that the insulin pump will be replaced.